Event description:
The customer reported that both monitors go of after a certain time with no image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.